Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: it was reported that the screwhead broke upon insertion during a procedure for orthodontic bone anchorage. There was no patient harm; yet the procedure was prolonged by 5-10 minutes. The screwhead was replaced with another screw, one size smaller in length (6mm). It was reported that the bone was dense and the screw broke with torque. The fragment was retrieved and returned with loan set in steripeel. This is report 1 of 1 for complaint #(B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. Investigation could not be completed and no conclusion could be drawn as no device was returned and no lot number was provided. Placeholder.